Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent placement procedure performed on an unknown date. During the procedure, the plastic piece on the handle of the axios device broke off. The device was unable to use. Another procedure was performed on a different day using another axios stent. There were no patient complications reported as a result of this event. Additional information received on september 16, 2024 it was reported that the procedure was completed with another axios stent.

Manufacturer narrative:
Blocks b5 and h6 (impact code) have been updated based on the additional information received on september 16, 2024.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent placement procedure performed on an unknown date. During the procedure, the plastic piece on the handle of the axios device broke off. The device was unable to use. Another procedure was performed on a different day using another axios stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted procedure.